Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2013, the patient underwent a left hip revision to address recurrent dislocations following a fall. The surgeon noted metal transfer to the revised femoral head. There is no evidence of revision nor invasive treatment to address the previous indicated dislocations. The acetabular liner and femoral head were revised. The acetabular cup and femoral stem were well-fixed and retained. There were no indicated intra-operative complications. Date of implantation: (B)(6) 2013. Date of revision #1: (B)(6) 2013. (Left hip).